Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential device malfunction addressed in the product labeling.

Event description:
Healthcare professional reported for a syringe of juvéderm® ultra xc, ¿the syringe disconnected from the needle mid-treatment" and product was lost. Patient contact was made. No injury occurred.